Event description:
Device was "off" for a prolonged period prior to hospital resulting in thrombosis/fibrin deposition. Interrogation revealed no flow episodes and power surges. Aggressive pharm regimen was used. (B)(6) device stopped. Driveline shortened and skin closed.